Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
A 62-year-old patient with acute decompensated cardiomyopathy and cardiogenic shock received an impella 5.5 via the right axillary/subclavian artery. Fifteen minutes after insertion, a "purge system blocked" alarm was triggered, and a complaint was filed. Two days after impella 5.5 insertion, the pump stopped, although multiple restart attempts were made at different p-levels. H6 health effect - clinical code now includes the edition of hemodynamic instability (e2343).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the pump stopped and could not be restarted despite attempts at multiple performance levels. Physician was at bedside and noted that tpa had been infused via the purge line. The plan was to retract the impella across the aortic valve. Patient remained stable with increased pressor support. Plan to exchange device was made, and the local team was notified. The patient survived the procedure.